Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to damage of lcd display. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a crack on display screen and it was blue. Customer reported that damage was caused by pump leaning against an object. It was reported that display screen had missing segments and was not legible. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.